Event description:
Complainant alleged that a 12 lead acquisition was performed on a female pt. The medic then transmitted the 12 lead acquisition to the hosp. The hosp reviewed the 12 lead ECG data and prescribed therapy accordingly. However, the medic assessing the pt felt this was incorrect and did not provide the therapy prescribed. Upon further review it appeared the hosp received an incorrect pt case. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.